Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a right knee revision approximately eleven (11) years post-implantation due to implant fracture. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10 medical devices: cps anchor plug 14mm catalog#: 178404 lot#: ni cps transverse pin 6pk 36mm catalog#: 178528 lot#: ni cps centering sleeve 16mm catalog#: 178538 lot#: ni cps centering sleeve 17mm catalog#: 178539 lot#: ni cps nut co-cr-mo alloy catalog#: 178512 lot#: ni oss tibial poly bearing 14mm catalog#: 150411 lot#: ni cps taper locking cap / oss sc catalog#: 178710 lot#: ni cps/oss 5cm tpr adapt w/oss sc catalog#: 178711 lot#: ni oss segmental stacking adapter catalog#: 150483 lot#: ni oss axle catalog#: 150480 lot#: ni oss reinforced yoke catalog#: 150493 lot#: ni oss 7cm segmental femoral rt catalog#: 150354 lot#: ni oss poly lock pin catalog#: 150478 lot#: ni oss poly femoral bushings catalog#: 150477 lot#: ni oss poly tibial bushing catalog#: 150476 lot#: ni unknown compress anti-rotation spindle short small 38mm catalog#: ni lot#: ni oss mod tib baseplate 79mm catalog#: 150424 lot#: ni oss cemented im stem 13mmx90mm catalog#: 150362 lot#: ni g2 foreign source: belgium customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Reported event was confirmed by review of complaint sample and radiographs. Visual examination of the returned product identified signs of use (nicked/gouged/worn). Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: implant fit appears maintained. There is implant disassociation. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.